Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient was implanted with a spine rod and locking cap construct on an unknown date. Reportedly the locking cap dislocated. The patient will be explanted on a unknown date in the future. This is for the unk- spine device this is 3 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device used for treatment and not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The complained articles were sending to our product development center for further investigation. According to the present statement it was found that the rod shows two significantly marks, which was the result of the locking caps, on which we found marks of the dislocation of the rod. The locking cap 09.632.099 has a deformation of the first thread. The thread of the pedicle screw 04.632.645 shows damages on the head. The exact cause, which was leading to this damage, can not be elicited afterwards. We assume that the damage of the locking cap was the cause of the damage, which was on the thread of the pedicle screw. While tightening the locking cap with the combination of not having aligned the screw head vertically to the rod, see op technique 16.001.185, this damage could have occured. The limit of the torsional moment seems to have been reached already before the locking cap was tightened the rod downward. The excessively interference between the damage of the locking cap and the thread is most likely the reason for this occurring issue. The consequence of this was insufficient clamping force and therefore the rod dislocated. The review of the material and manufacturing documents showed no deviation according to our specifications. No product fault could be detected.

Manufacturer narrative:
Device is used for treatment, not diagnosis.

Event description:
This report is #3 of 3 for complaint (B)(4).